Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2026. The hcp reported that the cause of the device position causing pain was determined. They reported that what most likely caused or contributed to this issue was the battery placement. They reported that steps taken to resolve the issue included that they were a revision of the right battery pocket on (B)(6) 2026 including the transposition of the left stage two device. They reported that the issue had been resolved. The device was still in use.

Manufacturer narrative:
Continuation of d10: product ID tm90p01. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90p01. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the communicator won't charge or turn on. The patient would plug it in over night, and the next morning the light was green. They would go to turn it on, and it goes to red and then nothing. The issue started last week. The agent sent a request to repair to replace the communicator. The patient mentioned a historical event. The doctor had the patient turn off the stimulation over thanksgiving to see what was causing the pain around the device. The patient has had a lot of running to the bathroom and would like to be able to adjust the stimulation. Additional information was received from the patient on (B)(6) 2026 patltr. The patient reported that replacing the handheld device resolved the issue of not being able to adjust stimulation. They reported that steps taken to resolve the pain and "running to the bathroom" included that they were going to try to reposition the battery on (B)(6) 2026 however their out of pocket payment was $4500. It had been determined that the battery placement was causing the pain so it either had to be removed or moved. They stated that considering the continued difficulties with the battery placement and the cost to try to correctit again, they may opt for the removal of the entire device. They were currently awaiting a response from their doctor's office. (B)(6) 2026 sap ecc service repair 000304448646, 403897190, pdf (rep): no new information for event description.